Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, the right ventricular (ra) lead was noted as dislodged, along with a loss of capture and low sensing value. The ra lead was explanted and replaced to resolve the event and the patient was stable.